Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage; subsequently a leak was noted. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified concentration of cisplatin. It was reported that after priming, but prior to programming the pump, it was noted that a reported minor amount of solution leaked, and that there was a crack under the clave secondary port on the cassette of the primary tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.